Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified device with rupture, fold creases and black particles material was found on the shell. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/may/2005. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare provider reported a left side rupture and capsular contracture unknown baker grade. The device remains implanted.